Event description:
It was reported that the 4.2.7 tidal volume failed (10/1000). The event was found when assessing the most recent device correction sent out regarding tidal volume. There was no medical intervention required. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Frequency readings were too high causing low tidal volume results. These were replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.